Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws did not open after sealing a cardinal ligament. The device was removed from the tissue by force. No tissue damage, bleeding, or other harm resulted from the issue. When the jaws were checked after the procedure, the knife trigger did not move. However, the jaws were opened by using excessive force to pull the trigger and handle. A new device was used to complete the procedure.